Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the downstream sensor was failing. This part is a known contributor to false downstream occlusion alarms and has been replaced.

Event description:
During baxter's review of the event history log, it was determined that there was a repeating pattern of downstream occlusion alarms, which suggests that the device was falsely alarming for downstream occlusion. The occurrences suggest a device malfunction. Any pt involvement, injury or medical intervention is unk.